Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump had been received with minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken reservoir tube lip, a missing end cap sticker, a cracked lcd window, a missing reservoir tube o-ring, and a broken-off reservoir tube lip. The reservoir was unable to lock in place due to a completely broken-off reservoir.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the retainer ring anomaly was performed. Customer advised the reservoir compartment was damaged and would not lock into place. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.